Event description:
It was reported that inappropriate magnet response was noted on the device resulting in the patient experiencing arrhythmia and discomfort. Abbott technical support was contacted and the device was reprogrammed to disable magnet response. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inappropriate magnet response event was sensed by the device.